Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and impedance variations. The right ventricular (rv) lead exhibited low sensing of r waves, high thresholds and variable lead impedance trends. Intervention was deemed unnecessary and the rv and ra leads remain in use. No patient complications have been reported as a result of this event.